Event description:
This report is being filed after the subsequent review of the following journal article, song, h., lee, j., oh, h. And yang, k. (2013, february). Clinical implication of subgrouping in valgus femoral neck fractures: comparison of 31-b1.1 with 31-b1.2 fractures using the ota/ao classification. Journal of orthopaedic trauma, 27, 677-682. The authors conducted a retrospective study to identify the clinical implications of valgus impacted femoral neck fractures and to compare fractures with greater than 15 degree angle of impaction against fractures with less than 15 degree angle of impaction. Seventy eight patients (64 female, 14 male with mean age 66.2 years) with femoral neck fractures were enrolled for study between february 2005 and november 2010. Each fracture was fixed with synthes devices, three 7.0 millimeter cannulated screws. The average follow-up period was 15 months (range: 12-41 months). The authors reported: avascular necrosis (four patients, three underwent arthroplasty and one of the three was a (B)(6) female); a second operation in 18 of 78; and hardware removal due to pain after bony union (15 patients). This is a serious injury report for: avascular necrosis (four patients, of whom two unspecified patients underwent arthroplasty); a second operation in 18 of 78 patients; and hardware removal due to pain after bony union in 15 patients. This report is for three unknown 7.0 millimeter cannulated screws. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for three unknown 7.0 millimeter cannulated screws. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.